Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as it is unavailable for return. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm aortic valve was explanted and replaced with a 23mm valve after an implant duration of 2 years, 9 months due to regurgitation and severe paravalvular leak. Per medical records the patient presented with paravalvular leak along the noncoronary cusp and underwent redo-avr. Intra-operatively it was found the noncoronary cusp was heavily calcified and immobile. Dehiscence at the sewing cuff right at the area of right coronary cusp post was also noted. An area where the native aorta dehisced of the annulus was causing what looked like a pseudoaneurysm, which was repaired. Annulus enlargement was performed through manougian procedure with a 10 mm graft sewn onto the patch of the aorta. The 23mm replacement valve was implanted and seated nicely over the annulus and the newly created patch. The valve was tested and it had unrestricted leaflet movement and was competent. Post-implant tee showed the valve to be moving nicely with unrestricted movement and no significant paravalvular leak or regurgitation. Patient was awakened from anesthesia and transferred to the cardiac intensive care unit in stable condition. On pod #2 tte showed a normally functioning bioprosthetic valve with no significant regurgitation. A ppm was placed due to chb on pod #3. The patient was discharged home on pod #7. As reported, there was no active endocarditis at the time of redo-avr.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.